Event description:
It was reported that the device does not turn on with ac power connected. The device can turn on with battery power alone (not connected to ac power). The customer found the device with a dead battery and then replaced battery. Customer did not previously see the device turn off or see the device alarm with low battery. No consequences or impact to pt.

Manufacturer narrative:
Attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a f/u report will be submitted.